Event description:
It was reported that the pump logs showed a series of motor stalls and motor stall recoveries, one per day. They went back to at least (B)(6) 2013 through the report date. The patient heard the pump alarm every 10 minutes as well, which would have been consistent with the motor stalls. There were also reportedly volume discrepancies at refills, but the reporter did not have any details around this allegation. The device system was used to deliver dilaudid. It was later reported that the patient was to have the pump replaced. The pump was to be sent back to the manufacturer for analysis. The patient experienced withdrawals several times. The patient was ¿relieved to know it wasn¿t him¿. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump found no anomaly. There were motor stalls and recoveries seen in the logs however during analysis nothing significant was found that may have caused the motor stalls. Per analysis photographs, corrosion was seen on gear wheel three, residue was seen on the top side and bottom side of the pumphead and residue was seen in the pinion.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d17698, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient experienced a lack of benefit from the targeted drug delivery. The patient recovered without sequela and there was no patient injury. The pump was explanted on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.